Event description:
During a surgical procedure, while the catheter had been placed into the pt, the defect of the new catheter was noticed. Another catheter had to be used. There was no injury to the pt. We are seeking the replacement of the defective catheter. There is a hole or crack at the y of the catheter.